Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, they ran a diagnostic test on the real intelligence robotic drill and it failed. A message popped up that said the robotic drill has an internal error. The real intelligence robotic drill tracker and the ri robotic drill attachment are locked on the drill. The procedure was completed with manual instrumentation without delay. The patient was not harmed.

Manufacturer narrative:
H3, h6: the device, ri robotic drill attachment, p/n rob10015, sn (B)(6), intended for use in treatment ,was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually or functionally that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirm. The long attachment was found to be in specifications and to operated as design. It was attached to a testing drill and a case was review without any issue. The long attachment was removed from the drill without any inconvenient. Although the reported problem was not confirmed, factor that may have contributed to the reported symptom may have been associated with a exposure motor failure. Refer to cori user manual appendix d: recovery procedure guidelines for guidelines for recovering to a fully manual procedure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.